Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was removed due to concern for left ventricle thrombus on echo. Patient survived.

Manufacturer narrative:
The investigation for the reported thrombosis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of thethrombosis could not be determined.